Manufacturer narrative:
During evaluation, the reported issue was confirmed; the device's air/water had restricted flow. This issue occurred due to the foreign material found at that area. During examination, the following issues were identified: the distal end plastic cover was chipped, scratched and dented; the objective lens adhesive was chipped; the light guide lens was chipped; the bending section cover adhesive was cracked; the insertion tube was discolored and scratched; the insertion tube adhesive was cracked; and the scope connector was scratched. Functional testing showed the connector cover insulation did not meet with specifications; there was leakage between the up/down and right/left knobs; and both directional knobs had excess play due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii colonovideoscope had a leak. The customer reported that the issue occurred during a diagnostic colonoscopy as part of a routine exam. The surgeon reported they were unable to insufflate well enough to visualize the colon. The customer reported the elective procedure was extended by 15 minutes and completed with the same equipment. The patient was referred for additional testing with no adverse effects reported. The device was returned to olympus medical for evaluation. During examination, the device was found to have foreign material clogging the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although foreign material was observed, the specific material and why it remained in the device could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 (preparation and inspection) reprocessing manual: chapter 5 (reprocessing the endoscope) this supplemental report includes information added to b5 and h4. Olympus will continue to monitor field performance for this device.

Event description:
Although further details were requested, the customer did not provide any additional information regarding the foreign material. However, the customer stated that the scope was returned (from olympus) and is in good working condition.